Event description:
I was given johnson and johnson oasys lenses. I tested in one eye using my usual lens in the other. Very lucky I did not use in both eyes. Oasis lens fogged and blurred after 1 hour, leaving almost zero visibility. Red irritated eyes and eye pain. Can cause serious accident or death if driving. I checked user reviews and many consumers are complaining they have bad vision with these lenses and experience eye pain and redness. I am +8.00 and I could see better when I removed the lens. It's very concerning johnson and johnson are discontinuing other lenses to supply oasys on the market. They constantly fog or blur and obstruct vision. I have worn different types of lenses for 35 years and did not have a problem. But the oasys lens is a lens I do not consider safe to wear. Concerning number of similar cases and symptoms on the internet being reported which I have read.